Manufacturer narrative:
Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window and stained lcd resilient cover. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has cracks on all four corners of the display screen and that there is moisture underneath the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 364 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.